Manufacturer narrative:
This supplemental report is being submitted to provide additional information provided by the facility and the legal manufacturer¿s investigation. Per the facility, in speaking with olympus technical support, the problem was not with the light source but with the camera controller. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the reported issue could not be conclusively specified. The probable cause of error e931 being displayed was because the device was used with the white balance operation not appropriate for the user but with the white balance not completed. The flickering of the lamp was likely due to the life of lamp had been reached, or that the electronic components that control the lighting of lamp had deteriorated, resulting in an unstable lamp lighting and flickering of lamp. The instruction for use (IFU) states the following guidelines: when adjusting the white balance of the endoscope to be used in the sterilized zone, do not use the white cap (mh-155) as described in this part, but use a white object such as a piece of gauze without bringing it in contact with the endoscope. Contact of the endoscope with a non-sterilized object may result in cross-contamination. Make sure that the endoscope and white cap (mh-155, option) are clean before adjusting the white balance. Otherwise, cross-contamination may result. Always control the color tone and/or enhancement of the image appropriately before observation. Setting an inappropriate color tone or enhancement condition may result in overlooking or wrong diagnosis.

Manufacturer narrative:
In troubleshooting the issue with olympus technical support, it was determined the user was not performing the white balance procedure correctly. The user was provided with the procedure to properly white balance the scope. Upon performing the white balance procedure correctly, the issue was resolved and the user facility reported that no further problems with the device were noted.

Event description:
A user facility reported to olympus that they were unable to white balance a scope when using the olympus, clv-s190 light source. In addition, it was reported to olympus that the error "e931, white balance incomplete" error was generated and the lamp flickered during the procedure. There was no patient injury or harm, associated with the problem, reported to olympus.